Manufacturer narrative:
One tapered screw vent implant package was returned for inspection. Visual inspection revealed that the product is not in the packaging. The tamper seal is not seated, and appears to be opened. Returned device was examined visually by the naked eye. Probable causes could not be determined for this complaint as the circumstances of the event cannot be recreated. The vial was found with the seal broken, and it cannot be confirmed if these were the circumstances the packaging was received by the customer. The complaint is therefore non-verifiable with the information provided. The device history record was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. [Ma 510(k): additional 510k codes: k101880.

Event description:
It was reported the implant and flat surgical cover screw were both missing when the packaging was opened. The dentist opened a new implant and proceeded with the surgery.